Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of minor scratches and stains. The manufacturer found evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of water stains and dust contamination throughout the interior of humidifier and heavy contamination in filters, all other seals appear to be dulled, and/or heavy water or cleaning-agent stained the water tank white. The device's downloaded event log was reviewed by the manufacturer. The manufacturer found 1 instance of e-41. The manufacturer concludes there was evidence of contamination from the device as well as from the humidifier. The manufacturer confirmed sound abatement foam degradation/breakdown.